Event description:
A malfunction was reported on the pump, which had become slightly wet. The customer's blood glucose level did not exceed 500 mg/dl. After receiving a malfunction notification, the pump turned off and did not display any information. The customer was unable to provide a malfunction code. No additional information was received regarding the outcome of the event.